Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to ¿the patient¿s environment and inappropriate operation¿ (no further detail was provided). On an unreported date, the patient began treatment for the event with unspecified anti-inflammation medication (dose, frequency, and route not reported). It was not reported if the patient was hospitalized for the event. At the time of this report, the peritonitis was resolved, the patient was recovered from the event, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Concomitant medical products: dianeal pd4, 1.5% & 2.5%. Should additional relevant information become available, a supplemental report will be submitted.